Manufacturer narrative:
Received medwatch report mw5186040 where patient alleged a "physical injury due to an excessively strong adhesive while attempting to remove the patch. The adhesive tore away the skin, resulting in bleeding." Initial report was already submitted to FDA. Sending supplement to close out this case.

Event description:
Received medwatch report mw5186040 where patient alleged a "physical injury due to an excessively strong adhesive while attempting to remove the patch. The adhesive tore away the skin, resulting in bleeding." Initial report was already submitted to FDA. Sending supplement to close out this case.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as bleeding and ripped skin under the patch adhesive. The patient also reported a known history of sensitive skin. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the wound is unknown.